Manufacturer narrative:
No physical fluidics management system (fms) cassette was returned for root cause evaluation. See clinical information review for video assessment. Engineering determined this event was likely non-probe related. The surgeon confirmed they were able to complete the cataract surgery. The active fluid management system (fms) pack 0·9mm millimeter - micro sleeve was in use at the time. Additional related information was requested but none has been provided. A video was submitted for review. The video is 0:35 (thirty-five seconds) long. As the video begins, the front of the console (with the fms cartridge in place) can be seen. The modality chosen at the bottom of the screen was listed as visco. You can hear the foot pedal pushed when a squeaking noise, audibly heard. The intraocular pressure (iop) reads 30 millimeters of mercury (mmhg). The video maintains the same noise for the remainder of the video and then the video ends. The console engineering team was sent copies of this video to review. Their feedback stated they were able hear the not very normal noise. The familiar whine is audible, but also what sounds like belt or valve sound is heard. They added that they ¿did not think this was the probe itself. The reported product¿s lot/batch/serial number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each device history record is reviewed to ensure that all associated products meet the required specifications. The root cause of the customer's complaint could not be conclusively determined. Engineering was able to assess the video and stated the event was likely non-probe related. Potential contributing factors surgical technique/use of the device. No further investigative or manufacturing actions are warranted at this time, based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was abnormal sound, but the surgery was completed as it was during cataract surgery with intraocular lens implant. There was no information about patient impact.